Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4), on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('passing pet fibers') and cholecystectomy ('gallbladder removed after the essure was in') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), back pain ("back hurts all the time"), rash ("rash on my legs"), fatigue ("fatigue"), menstruation delayed ("missed a period for a whole month"), abdominal pain ("severe abdominal pain"), hypersensitivity ("allergic reaction"), pruritus ("itches leg") and musculoskeletal pain ("shoulder pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("gained weight"). At the time of the report, the device breakage, pelvic pain, cholecystectomy, menstruation delayed, abdominal pain, hypersensitivity, pruritus and musculoskeletal pain outcome was unknown and the back pain, rash, fatigue and weight increased had not resolved. The reporter provided no causality assessment for fatigue and weight increased with essure. The reporter considered abdominal pain, back pain, cholecystectomy, device breakage, hypersensitivity, menstruation delayed, musculoskeletal pain, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pruritis. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: no new clinical information. The patient described that she had weight gain and she did not know wen her essure will be removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('passing pet fibers') and cholecystectomy ('gallbladder removed after the essure was in') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), back pain ("back hurts all the time"), rash ("rash on my legs"), fatigue ("fatigue"), menstruation delayed ("missed a period for a whole month"), abdominal pain ("severe abdominal pain"), hypersensitivity ("allergic reaction"), pruritus ("itches leg") and musculoskeletal pain ("shoulder pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("gained weight"). At the time of the report, the device breakage, pelvic pain, cholecystectomy, menstruation delayed, abdominal pain, hypersensitivity, pruritus and musculoskeletal pain outcome was unknown and the back pain, rash, fatigue and weight increased had not resolved. The reporter provided no causality assessment for fatigue and weight increased with essure. The reporter considered abdominal pain, back pain, cholecystectomy, device breakage, hypersensitivity, menstruation delayed, musculoskeletal pain, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pruritis. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case become serious incident. Social media received. Reporter's information added. Events: shoulder pain and passing pet fibers were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.